Event description:
A caller reported experiencing a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, which resolved the error as the pump functioned normally afterward.